Event description:
MFR received a report from a consumer stating that after putting the footplates on, and adjusting themselves in the chair, the chair back allegedly broke and "flipped pt out". The consumer received unspecified injuries to the left shoulder and arm as a result of the incident.